Manufacturer narrative:
--

Event description:
--

Event description:
Boston scientific received information that during a routine changeout, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms and loss of capture (loc). The lead was tested on a pacing system analyzer (psa) and revealed high measurements in the 700 - 1,100 ohms range and loc. This lead was surgically abandoned on the left side and the new system was implanted on the right side. Additional information was received indicating that the location of the break was not conclusively determined and loc did not result in asystole greater than 2 seconds. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.